Event description:
It was reported that 9 days after a coronary drug eluting stenting treatment procedure, a subacute thrombosis and acute myocardial infarction occurred. In 2004 the pt presented with chest pain and a total occlusion of the right coronary artery (rca). The pt had two stents in the rca that were implanted years before. The lesion being treated was an in-stent restenosis with additional disease distal to the stents in the rca. The vessel diameter was reported to be 3.0 mm. The lesion was pre-dilated. The physician placed a taxus express2 8.8% 3.0 x 24 mm drug eluting stent between and overlaping the two previously placed stents. The stent was not post-dilated. The stent was well positioned and well apposed. The pt was given plavix pre-procedure. The pt returned 9 days later with chest pain and a total occlusion of the rca. The pt was sent to CABG surgery. The pt's status is reported as good.